Manufacturer narrative:
The catheter and guidewire have been evaluated. The evaluation showed that the guidewire broke into two segments (due to tensile overload) and stuck inside the catheter lumen. Catheter lumen. (B)(4).

Event description:
During balloon preparation, it was reported that the guidewire could not be remove from the catheter once the balloon was deflated. The device was not used in the patient.